Event description:
The customer stated, that his blood glucose was tested at his doctor's office using his breeze meter and the doctor's meter. The doctor's meter read 110 mg/dl, while the breeze meter read 264 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.